Manufacturer narrative:
Hardware low level failures alarm during self test and confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variableinfo=03). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failure error. Customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.